Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event. Review of quality records.

Event description:
The lead was explanted due to infection. Upon extraction, the outer insulation appeared damaged.